Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the 10 french catheter of a rosch-uchida transjugular liver access set broke. During a transjugular intrahepatic portosystemic shunt (tips) procedure on a 67-year-old, female patient, the user noted the stiffening cannula was shorter than the 10 french catheter. Due to this, the 10 french catheter did not have support at the tip. Upon insertion of the trocar stylet into the stiffening cannula in the 10 french catheter, the trocar stylet bent and then broke the 10 french catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. During investigation of the returned device, it was noted that the 10fr black catheter had a split tip. The catheter did not break or separate. There is no evidence to suggest that the observed device failure, "the tip of the introducer catheter was damaged" would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.